Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: decapolar coronary sinus catheter, long 8-fr sheath (sl0, st jude medical), carto mapping system, lasso mapping catheter. Other company¿s devices that were used in this study: bipolar rf clamp (atricure), bipolar rf pen or a linear pen device (isolator pen and coolrail), left atrial appendage (laa) clipping (atriclip, atricure). Manufacturer's ref. No: (B)(4). The product is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 64 patients with atrial fibrillation who underwent isolation of pulmonary veins (pvs) and posterior wall of left atrium (la) from january 2010 to january 2015. Among them, 1 patient presented a postoperative bilateral pneumothorax requiring prolonged drainage. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿midterm clinical outcomes of concomitant thoracoscopic epicardial and transcatheter endocardial ablation for persistent and long-standing persistent atrial fibrillation: a single-centre experience¿. The purpose of this study was to analyze the efficacy and complication rates of the simultaneous hybrid procedure in a series of patients with persistent and long-standing persistent atrial fibrillation (af) in a midterm follow-up. Suspect device is an open-irrigated 3.5-mm tip navistar thermocool ablation catheter, however catalog and lot number is unknown. Concomitant products were used in this study: decapolar coronary sinus catheter, long 8-fr sheath (sl0, st jude medical), carto mapping system, lasso mapping catheter. Other companies¿ device were used in this study: bipolar rf clamp (atricure), bipolar rf pen or a linear pen device (isolator pen and coolrail), left atrial appendage (laa) clipping (atriclip, atricure).